Manufacturer narrative:
(B)(4). One ls1020 was received for evaluation. Visual inspection found excessive tissue impacted into the knife track. The jaws opened and closed normally using the handle. The device was recognized when plugged into the generator, but it would fail intermittently when activated on simulated tissue. The device was forwarded to shanghai engineering and testing indicated that the wire crimp on the plug was acceptable. The failure was attributed to excessive tissue in the jaw hinge and knife track. The investigation identified the suspected cause of the reported event to be a user application fault. The IFU states: remove any embedded tissue from the blade track and jaw hinge area. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. (B)(4)

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a hemicolectomy, the device would not seal correctly. No patient injury occurred.